Event description:
It was reported that there was a connection issue between the minicap transfer set and unspecified cassette. There was difficulty disconnecting the transfer set from the automated peritoneal dialysis (apd) machine after several attempts. The patient was instructed to clamp the patient line and find a pair of gloves of fabric cloth to use to reduce slippery surface on lines while attempting to disconnect again. The patient was able disconnect and applied a minicap to the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.